Manufacturer narrative:
H3: the pipeline flex and the phenom 27 catheter were returned for analysis. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damages were found. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Based on the analysis findings, the pipeline flex could not be confirmed to have ¿failure/incomplete open at distal end" as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline opened abnormally and was found to have an abnormality at the tip of the stent. The patient was undergoing surgery for treatment of an amorphous aneurysm in c6  with a max diameter of 14 mm and a 5 mm neck diameter. Landing zone: distal: 3.8 mm and proximal: 4.78 mm. The accessed vessel was accessed with a 5f. It was noted the patient's vessel tortuosity was minimal. The angiographic result showed slowed blood flow. It was reported that during the aneurysm surgery, the stent was pushed to go upper and opened abnormally. Repeated operations failed to go smoothly, and then it was withdrawn from the body. There was an abnormality at the tip of the stent. The stent was replaced and the surgery ended successfully. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227259326); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the distal end of the stent failed to open. The pipeline was no positioned in a vessel bend when it failed to open. The doctor tried to used the guidewire, microcatheter, and intermediate catheter to coax the pipeline to open but without success so the pipeline was removed from the patient's body. After removal from the patient's body, the tip end of the pipeline was found to be rough. There was no issue with the phenom catheter.